Manufacturer narrative:
Retainer = black. The customer alleged the pump is under delivering (delivering one half of calculated amount) during bolus wizard deliveries reported on (B)(6) 2020. The pump passed all functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat test at .08675 inches. The insulin flow blocked alarm functioned properly during the basic occlusion, occlusion, and force sensor tests. Successfully downloaded the trace and history files using thus and carelink upload was successful. Verified the bolus wizard function is operating properly per bolus wizard test sample. A review of the history files shows that between 12/22 and 12/30/2021 there were fifty five (55) no delivery (insulin flow blocked) alarms which account for the programmed deliveries to not be completed. No unexpected insulin flow blocked alarms, under delivered bolus, undelivered bolus, or delivery anomaly noted during testing. The pump was cut open to perform a visual inspection. No damage or moisture damage on the electronic assembly (pcba 1 and pcba 2), motor, or force sensor noted. The motor was tested outside of the pump on the ngp stb3 and passed. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during physical inspection: scratched case, stained keypad overlay, end cap address label faded, and pillowing keypad overlay. The pump passed the functional testing. No delivery anomaly noted during testing. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicates the insulin pump was under delivering. It was reported that when sending the bolus amount, only send half of it was sent, and did not send the full amount needed. The customer stated they had this issue for a week. The customer reported parameters were entered correctly, however, the food and correction bolus was incorrect. The customer was assisted with running a functional check on the pump and all test passed. The following day, the customer was, again, assisted with running some tests and the tests passed, but the customer still had issues with the insulin pump and the amount of insulin delivered. The insulin pump will be returned for analysis.